Manufacturer narrative:
Results evaluation: investigation: this investigation is based on returned samples from user facility and remaining inventory of suspect lot number. After notification of this complaint for part number 8500, adult manual resuscitator, lot 070605, the remaining inventory with this lot number were examined for deflated or underinflated mask cushions. All 27 masks cushions appeared adequately inflated. The 4 add'l resuscitator units were received from the user facility. One 8500, lot 070605 (reported lot), exp. Date 2010 (complaint lot), one 8500, lot 070719, exp. Date 2010-07, (not complaint lot), one 8520, lot 040419, exp. Date 2007-04, (expired pediatric unit), and one 8528m, lot 030822, exp. Date 2006-08, (expired infant unit). All 4 units were examined for deflated or underinflated mask cushions. All the masks cushions appeared adequately inflated. Root cause: we are not able to confirm this complaint. Both the product returned from the customer and product examined from stock all contained masks with adequately inflated cushions. This report has been logged for trending.

Event description:
User reported that they had an event that when they went to use the mask, it was flat and they had to obtain another package. That package also contained a flat mask. They pulled another package to use. No adverse outcome reported.